Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of did not wear mask and peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient did not wear a mask which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient is recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that the patient did not wear a mask which resulted in peritonitis. The assignable cause code is undetermined, as the reason for the breach is unknown.